Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that on the day the dental implant was placed,the patient¿s mouth, a failure occurred upon insertion. The device will be forwarded to the manufacturer for investigation ,no further complications were observed.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that on the day the dental implant was placed,the patient¿s mouth, a failure occurred upon insertion. The device will be forwarded to the manufacturer for investigation ,no further complications were observed.